Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Fluid leak, unable to confirm as it is a medical event not related to the device. Device appears to trigger rejection, unable to confirm as it is a medical event not related to the device. Adverse event without identified, unable to confirm as it is a medical event not related to the device. Device or use problem, unable to confirm as it is a medical event not related to the device. Capsular contracture, unable to confirm as it is a medical event not related to the device. Seroma and unable to confirm as it is a medical event not related to the device. Failure of implant: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii, seroma, and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, deflation and seroma.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii, seroma, and patient's concern with the product. Device has been explanted.